Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high threshold measurements and had dislodged from the vasculature. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. The j fixation of the lead was within normal limits. Dried blood was noted in the outer coils throughout the lead. A cut in the insulation 42.3 cm from the terminal pin was noted and likely where blood and body fluid entered the lead.